Event description:
The user facility in korea reported the vitrectomy cutter was not cutting at 5000 cpm. Starting with reduced speed of 3000 cpm the cutter was checked; however when increasing the cutter speed to 5000 cpm the cutting function did not work. There was no impact to the patient.

Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot v1385 was returned. The tip protector was not returned. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. A functional test was performed using a stellaris pc system. The inner needle did not retract from the port with the cut rate at 5000 c.p.m. The inner needle blocked the port reventing cutting and reducing aspiration. The cutter was partially clogged. At 1000 c.p.m. The cutter pulled and left strings. The cutter did not have good clean cuts. The sterilization and lot history records were reviewed and found to be acceptable.